Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-jul-2019 the following findings: during investigation, there were reboots observed in black box. No damage to battery compartment or battery cap. Battery cap able to attach securely to the pump. During testing a call service 052 alarm occurs. Unable to complete step 35 due to alarm. There was moisture visible in display. Pump case is cracked near top right corner of display. Pump leaks at crack in case. Pump opened, moisture damage found on the printed circuit board. Alarm due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue.